Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. The distal lv (low voltage) electrode of the lead was covered in blood, and body tissue/fibrotic growth. The helix of the lead became extrinsically distorted due to pulling/stretching/overstress. Visual summary analysis of the lead indicated apparent explant damage. The analyst noted that the lead was returned with the helix fully retracted and tissue/blood was visible inside the helix. The tissue/blood was removed with alcohol and it was noted that the helix was slightly stretched, but extended and retracted within specification.

Event description:
It was reported that the patient's lead became dislodged, was undersensing, and had low impedance. It was further reported that during the attempted lead revision, the lead helix would not extend and tissue was suspected to be in the helix. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.